Event description:
The facility representative reported a colleague infusion pump with multiple downstream occlusion errors. The device was reported to have come from the neonatal intensive care unit; however, the condition was reported to have been found during biomedical testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This is involving a pump with software version 6.13.90 which is categorized as remediated. No additional information is available. During product evaluation at baxter, it was discovered that the event occurred during delivery.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported condition was confirmed and duplicated. The assignable cause was faulty phm (pumphead module). The device was returned to the customer unrepaired.